Event description:
Related manufacturer reference number:2017865-2021-30440. It was reported that the right ventricular lead exhibited noise and the right ventricular lead exhibited high capture thresholds and high impedance. During the procedure, it was discovered that the right atrial lead had insulation damage. Both leads were capped and replaced on (B)(6) 2021. The patient was in stable condition.